Event description:
Reported in literature - pt had infusion system implanted with good pain relief on a daily dosage of 5 mg morphine intrathecally. Pt developed fever, leucocytosis, impaired sense of smell, allodynia, and hyperpathia in the limbs a few weeks later. Eval showed catheter migration out of the spinal canal.

Manufacturer narrative:
12/17/1997: g1-manufacturing site information corrected and provided.